Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to the third party for service. There was no harm or injury reported. The device's display board was replaced, and mac address was updated to address the issue.